Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The physician used the venaseal to treat the great saphenous vein. The venaseal was inspected as per IFU with no issues noted. The lumen was flushed prior to use. One segment was treated and the vein closed. No procedural problems were reported. It was reported at the 1 week post-operative ultrasound scan a dvt was observed. The patient was treated with rivaroxaban and the dvt was resolved at 6 weeks.

Manufacturer narrative:
The catheter tip was 5cm caudal to the sapheno femoral junction (sfj).if information is provided in the future, a supplemental report will be issued.